Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch 2032227-2016-23214.

Event description:
The customer reported via telephone call that he was hospitalized due to high blood glucose and has not used the insulin pump since then. The blood glucose reading was 700 mg/dl. He was wearing the insulin pump at the time of the event. He stated that the insulin pump had not been replaced as the customer was out of warranty when he called to report the issue originally. At the time of the report, the blood glucose reading was 353 mg/dl and the customer stated that it was high due to having a later breakfast. The insulin pump was not returned or replaced.